Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was noted to have a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.